Event description:
It was reported, the device had open circuits and high impedances of over 4,000 ohms. A low battery was also reported. The system was explanted. Refer to MFR. Report # 3004209178-2012-09510 and MFR report #3004209178-2012-09508 for issues associated with implant of new devices.

Manufacturer narrative:
Product ID, 3889-28 lot# va01dyk, product type lead product ID, 3889-28 lot# serial# (B)(4), product type lead product ID 3889-28 lot# va01dyk, product type lead product ID, 3095-10 lot# serial# (B)(4), product type extension product ID, 3058 lot# serial# (B)(4), product type implantable neurostimulator product ID, 3058 lot# serial# (B)(4), product type implantable neurostimulator product ID, 3058 lot# serial# (B)(4), product type implantable neurostimulator

Manufacturer narrative:
Product ID, 3889blue_lead lot# unknown, product type lead; product ID, 3889-28 lot# va01dyk, implanted: 2012 (B)(6), product type lead; product ID, 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type extension; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a revision due to the battery "being low" and high impedances.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (serial #(B)(4)) revealed no significant anomaly, normal end of life, and okay telemetry and output. Final analysis of the lead (3889 interstim tined lead, unknown lot #) revealed that the body was stretched and there was no significant anomaly. Final analysis of the extension revealed no anomaly.